Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon and string stuck in body [foreign body in reproductive tract]. Unable to remove tampon [device malfunction]. Consumer contacted via phone and stated that she had a tampon and string stuck in her body. No serious injury was reported.